Manufacturer narrative:
Additional manufacturer narrative: manufacturing records were unable to be reviewed. The lot number of the device used in this case was not available. The device was not returned for evaluation because it was discarded by the hospital. Based on the information received, the root cause of the event was unable to be determined. The instructions for use (IFU) and training manuals were reviewed, and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed. See MDR 3008500478-2016-00009 for the event that occurred in conjunction with this adverse event.

Event description:
During inflation of the intra-aortic occlusion balloon, the patient's pressure decreased and the line pressure on the cardiopulmonary bypass machine increased. The flow of arterial blood had to be reduced. The surgeon attempted to reposition and inflate the balloon again with the same result. The decision was made to abort the robotic mitral valve surgery. The surgeon proceeded with a thoracotomy approach and cross-clamped with a chit wood clamp. This adverse event occurred in conjunction with another event. In total, it was estimated that approximately 600ccs of blood was lost for the case. This blood was cleaned by the cell saver and readministered to the patient. The patient was reported to be stable following the procedure.